Manufacturer narrative:
Device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR#: 2134265-2009-03253. It was reported that during a coronary drug eluting stenting treatment procedure, vessel a stent dislodgement occurred. Post procedure a st elevated myocardial infarction (stemi), stent thrombosis, and pt death occurred. The pt presented with a stemi. The pt was not doing well when she first presented at the hospital. The lesion being treated was located in the tortuous right coronary artery (rca). The physician deployed a 3.00mm taxus liberte stent in the mid rca. Then the physician attempted to place a 3.00x28mm taxus liberte stent in the ostial rca, but was unable to cross the lesion. During removal of the stent delivery system (sds), the stent came off the sds balloon in the iliac or femoral artery. An unknown size maverick balloon was used to retrieve the stent; however, they were unable to pull it back into the guide catheter. The stent remained on the .014 wire. A fasciotomy was necessary to remove the stent from the groin. At 3.00am, post procedure, the pt experienced a stemi and was brought back into the ccl, where thrombosis was identified in the rca. Pt death occurred. It is unclear if the death occurred during the reintervention or post. Add'l info was requested, but not provided.